Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an rotator cuff repair, the tip of the firstpass mini got broken when the surgeon passed the last suture. The malfunction caused that the suture could not pass through the reported device. The procedure was completed with non-significant surgical delay, by changing the surgical technique. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed one side of the suture capture was missing. The needle is visible through the bottom jaw. No other deficiencies are visible. A functional evaluation shows the device will cycle but cannot capture the suture due to the missing piece of suture capture in the top jaw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Patient identifier must be in blank, there is confirmation a patient was involved but there is no patient specific information; and h6 (medical device problem code).

Event description:
It was reported that during an rotator cuff repair, the tip of the firstpass mini got broken when the surgeon passed the last suture. No pieces fell inside of the patient. The malfunction caused that the suture could not pass through the reported device. The procedure was completed with non-significant surgical delay, by changing the surgical technique. No further complications were reported.